Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two one-link non-dehp standard bore catheter extension sets leaked at the hub where the set connected to the catheter. This occurred during a dynamic contrast injection using a power injector for a breast magnetic resonance imaging (MRI). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d10 (add entry, date is ni), e4, g2 (add source), h4, h6 (update codes), h10, h11. Correction: f10/h6: component codes (replace code). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.